Manufacturer narrative:
The broken parts of the tip were retrieved and the doctor repaired the patient's tooth during the same office visit. To date, the patient is doing fine. The product was not returned and no catalog number or lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that a patient had experienced a chipped tooth after a herculite ultra tip had cracked during extrusion, purportedly causing the unidose gun to recoil and hit the patient's tooth.